Event description:
It was reported that during device change out for normal eri, suspected insulation abrasion was observed. No electrical anomalies were detected. Lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.